Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. There is no direct allegation associated with this product or it's labeling. The root cause is attributed to inadvertent use error. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot there is no direct allegation associated with this product or it's labeling. Manufacturing records review not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total hip a 28mm head was implanted instead of a 32mm. It was discovered an hour later and the patient was returned to the or and the 28mm head was exchanged for a 32mm head. The original 28mm implant was verified by the surgeon and opened by the circulating nurse.